Manufacturer narrative:
The na electrode lot number was dkr21. The electrode expiration date was requested, but not provided. Calibration and controls were acceptable. There was no indication of a reagent performance issue. The field service engineer determined there was torn vacuum tubing. The tubing was replaced. The rinse levels were verified to be the correct height and the gear pump pressure was checked. Controls were run and recovered within range. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the sodium electrode on a cobas 6000 c (501) module. No questionable results were reported outside of the laboratory. The sample initially resulted in a sodium value of 173 mmol/l. The value did not agree with the patient's clinical condition, so the customer repeated the sample. The repeat result was 138 mmol/l. The repeat value was deemed correct.